Event description:
It was reported that the screen was black. No additional information available. No patient injury reported.

Manufacturer narrative:
A sample was received to perform an investigation. A visual inspection found wear and tear, and damage to water tank cover, front cover, and line cord. Functional testing was done by filling the reservoir with water, attaching temperature check to hotline, plugging in line cord, and turning on power switch to perform safety/electrical test. The reported problem was confirmed. The cause of the problem was a damaged printed circuit board (pcb). A device history review (DHR) was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. UDI information is unknown. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.